Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was 9 mmol/l at the time of incident. The customer was able to clear the alarm but did not receive a request to rewind the insulin pump. The alarm recurred during another self test. The error table indicated that the insulin pump needed to be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not return for analysis.